Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for unknown number of quantities. On (B)(6) 2024, it was reported that the patient encountered infusion sets tubing came apart event. No further information available.